Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/29/2025. An investigation was conducted on 10/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 3000386685 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the scope dissection phase of the evh procedure; after the vasoview hemopro 2 btt port was inserted into the incision, the co2 tubing was connected to the co2 insufflation port of the btt. The harvester noted that there was zero co2 flow. Trouble shooting steps were attempted with no improvement. A new kit was opened and the btt was replaced. The co2 flowed appropriately. The settings used on the insufflator when the incident happened were within IFU. 4l flow. 10 pressure. There were no adverse patient effects. There was a delay in the surgical procedure.